Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 703:00. It is unknown when this condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 703:00. The root cause was determined to be due to corrosion. A baxter repair technician replaced the user interface module/pump head module harness to resolve this issue. A follow up report will be submitted if additional information becomes available.